Event description:
Caller alleged receiving discrepant low inratio values. On (B)(6) 2014: inratio 1.1, physician's office poc 2.0. Tests performed two hour apart. Patient's therapeutic range 2.0 - 2.5.

Manufacturer narrative:
It is indicated that the product is not returning for eval; therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiency was observed. The mfg records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time.